Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a blood leak occurred approximately three minutes after a patient was put on extracorporeal membrane oxygenation (ECMO) support. The leak was coming from two different locations: the arterial blood sampling port, and the luer lock connector. Upon follow-up, it was confirmed there were no alarms that occurred. There was no leakage during the priming, and no other issues leading up to the event. All connections were confirmed to be secure. It was reported that an "imperceptible crack" was observed at an unspecified location. Despite the leaking, treatment was continued with the kit. The kit was not exchanged. The patient experienced approximately 20 to 30 ml of blood loss due to the events. It was confirmed there was no serious patient injury or harm due to the blood loss, and medical intervention was not required. Photos and videos were provided for manufacturer review. The sample was not available to be returned for evaluation.

Manufacturer narrative:
Additional information: d4 plant investigation: the complaint sample was not available for evaluation. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. In addition, there were no further complaints regarding this issue against the reported batch number. Therefore, a retention sample analysis was not done. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed. There were no deviations in the manufacturing documentation concerning the failure pattern at hand. There were five quality events logged on the batch number, but none were related to the reported failure pattern. A crack in the luer-lock negative adapter of the venting line could be seen in a provided photo. A defect at the arterial blood sampling port was not clearly visible in the photos. Therefore, it is unknown if a defect or crack was present at the port. Based on the available information, a cause for the reported event could not be established.

Event description:
A user facility reported that a blood leak occurred approximately three minutes after a patient was put on extracorporeal membrane oxygenation (ECMO) support. The leak was coming from two different locations: the arterial blood sampling port, and the luer lock connector. Upon follow-up, it was confirmed there were no alarms that occurred. There was no leakage during the priming, and no other issues leading up to the event. All connections were confirmed to be secure. It was reported that an "imperceptible crack" was observed at an unspecified location. Despite the leaking, treatment was continued with the kit. The kit was not exchanged. The patient experienced approximately 20 to 30 ml of blood loss due to the events. It was confirmed there was no serious patient injury or harm due to the blood loss, and medical intervention was not required. Photos and videos were provided for manufacturer review. The sample was not available to be returned for evaluation.